Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 138, 113, and 314 mg/dl when all testing was performed within one minute of each other on the active s system. Reporter stated she was experiencing hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.